Manufacturer narrative:
Please note, that the device in this complaint was not expected to be returned. However, on 11-nov-2021 the pusher assembly was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA). 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1, method code 2, and method code 3. 5. Section h. Box 6: results code 1. 6. Section h. Box 6. Conclusions code 1. Evaluation of the returned pod coil confirmed, that the embolization coil was detached from the pusher assembly. The embolization coil was detached from the pusher assembly and not returned for evaluation. Evaluation revealed, that the pusher assembly was fractured, and the pull wire was retracted out of the ddt. If the pod coil is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture and result in the pull wire being retracted out of the ddt. If this occurs, the embolization coil will detach from its pusher assembly. The root cause of resistance could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician encountered resistance while advancing the pod coil through the middle of the lantern. Upon removal, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed and the coil was flushed out on the back table. The procedure was completed using the same lantern to implant another pod coil and four pod packing coils (pod pcs). There was no report of an adverse effect to the patient.